Event description:
A peritoneal dialysis (pd) nurse reported a patient was admitted to the hospital on (B)(6) 2014 with an unknown infection. The following is from verbal communication with patient's treatment facility. The patient was seen on (B)(6) 2014 and appeared in good health with no issues. Later that night the patient called technical support with complaints of pain and small amounts of fibrin in her drain. The patient was admitted that evening to the hospital with an unknown etiology of infection. The patient still remains hospitalized as of (B)(6) 2014.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.